Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-23- strip pulled out during blood test test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated she was feeling the same and that she still had a headache. No medical intervention was needed since the initial call. No additional blood tests were performed using the truemetirx air meter. Unable to contact the customer via telephone at call backs on 08/23/2017, 08/24/2017 and 08/25/2017.

Event description:
Consumer reported complaint for e-6 error: strip removed during test. The e-6 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer stated she was feeling nauseous, jittery and had a headache. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 221 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.